Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (b)(3) 2023 to (b)(3) 2023 of 48-52 mg/dl. The low bg causes were not known. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.